Event description:
A caregiver (cg) contacted (B)(6) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. The cg stated that the home patient (hp) used a patient line extension and the patient line clamp was closed. The patient line did not prime. The cg stated that the hc was draining and then alarmed with the system error 2240. (B)(6) had the registered nurse (rn) close the clamps and cycle power twice to clear the error. The hc went to press go to start. (B)(6) asked the cg to make sure the clamps were closed and disconnect the hp. The cg stated all the clamps were closed. (B)(6) assisted the cg with getting the set out. (B)(6) explained that the hp would have to start over with all new supplies. There was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient kept the clamp on the patient line closed during priming. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).